Event description:
Complainant alleged that during biomed testing the device let out a popping sound while attempting to discharge and then the device would not power back up. Complainant indicated that there was no patient involvement in the reported malfunction.